Event description:
Report 2 of 3. It was reported while using bd vacutainer® fx 10mg 8mg blood collection tubes, hemolysis was seen with two sample from the same patient after centrifugation and an unspecified number of tubes showed additive abnormality where the powder did not coat the entire tube wall but rather appeared clumpy. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 17-mar-2026. H.3. Device eval by manufacturer? Yes. Investigation summary: bd received 3 photos for investigation with respect to lot numbers 5076335 and 5197646. The photos were evaluated and hemolysis was observed; however additive abnormality was no observed. 100 retained samples from both lots were inspected, with no issues being identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of january 2026. Additional testing is not indicated at this time. This complaint is unable to be confirmed with respect to lot numbers 5076335 and 5197646 for the indicated failure mode additive abnormality. This complaint has been confirmed for the lot 5076335, for the indicated failure mode hemolysis. Bd was unable to identify an exact root cause. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3 it was reported while using bd vacutainer® fx 10mg 8mg blood collection tubes, hemolysis was seen with two sample from the same patient after centrifugation and an unspecified number of tubes showed additive abnormality where the powder did not coat the entire tube wall but rather appeared clumpy. No adverse impact was reported regarding the patient or user.